Manufacturer narrative:
Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2016-00751, 00752 and 00753) submitted for devices related to the same event. Product retained by site.

Event description:
It was reported that patient was alone at home for four hours without his caregiver and was discovered down without power. Patient passed away after being found down at home with vad stopped and no power sources connected to his controller. Patient was taken by ambulance to local hospital and could not be revived. Patient was pronounced dead on (B)(6) 2016 at the hospital. Investigation is ongoing.

Manufacturer narrative:
Removed device manufacture date. Device manufacture date is unknown. It was further reported that there was no evidence to suggest that the patient disconnected his batteries deliberately in order to commit suicide. One unknown battery was not returned for evaluation. The reported event was confirmed via review of the controller log files, which revealed two controller power up/motor start events and low flow alarms on the event date of (B)(6) 2016. Alarm files revealed 11 alarms from 21:18:15 through 22:39:17. Logs indicate that two double disconnects (controller power ups) occurred on that date, the first at 21:17:49 and a second one at 22:39:06. This suggests that both power supplies were disconnected from the controller simultaneously. The controller data files do not cover the reported event date and therefore cannot be correlated with the alarm files or event files. However, there is no indication of a device malfunction with the available information, and the actual condition of the device could not be evaluated since the device listed was not returned for analysis. The condition observed is related to the reported event. Analysis could not be performed as the device were not returned based on the available information, a root cause cannot be conclusively determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of three reports (3007042319-2016-00751, 3007042319-2016-00752 and 3007042319-2016-00753) submitted for devices related to the same event.